Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest trauma and when the patient turned on right side his heart rate increased and the clinician suspects abnormal function or an issue with the leadless implantable pulse generator (ipg). The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.